Event description:
Brush heads are loose and pin falling off inside mouth [device breakage], no adverse event. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b precision clean brush-heads were loose and a pin fell of inside her mouth. She purchased the product 2 years earlier. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.